Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
I was reported that this lead exhibited out of range impedance measurement and high pacing thresholds. A surgical revision was performed in which the lead was abandoned and a new lead was implanted and remains in service. No additional adverse patient effects.